Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced pain and discomfort in the penis due to deflation issues. A surgical procedure was performed to remove the device. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced pain and discomfort in the penis due to deflation issues. A surgical procedure was performed to remove the device. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ambicor penile prosthesis underwent a thorough analysis. Both cylinders were microscopically and functionally inspected and tested for leaks. No damage or abnormalities were noted, no leaks were identified; however, both cylinders did not pass the functional evaluation as they had a bulge when inflated with syringe. The pump was microscopically inspected and, leak tested. No damage or abnormalities were noted, no leaks were identified in the pump. Based on the information available and analysis results, the bulge identified in both cylinders could have caused or contributed to the reported clinical observation of deflation issues. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced pain and discomfort in the penis due to deflation issues. A surgical procedure was performed to remove the device. No additional patient complications were reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem. H10: related report number. The re-implant procedure was erroneously worked in a separate event and previously reported in MDR 2124215-2024-39821. Upon receipt at our quality assurance laboratory, this ambicor penile prosthesis underwent a thorough analysis. Both cylinders were microscopically and functionally inspected and tested for leaks. No damage or abnormalities were noted, no leaks were identified; however, both cylinders did not pass the functional evaluation as they had a bulge when inflated with syringe. The pump was microscopically inspected and, leak tested. No damage or abnormalities were noted, no leaks were identified in the pump. Based on the information available and analysis results, the bulge identified in both cylinders could have caused or contributed to the reported clinical observation of deflation issues. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced pain and discomfort in the penis due to deflation issues. A surgical procedure was performed to remove the device and several months later a second procedure was performed to implant a new inflatable penile prosthesis (ipp). No additional patient complications were reported.